Event description:
A call came into the cardiac hotline the morning of (B)(6) 2015 from a person whose father had a 4fr single lumen PICC line put in for vitamin c therapy. She stated the doctor did not put a cap on the hub. She also mentioned that the clamp came loose. A few days later her father started having molding and started going into shock. He ended up passing away. She wanted to know if bacteria could have gotten into the hub due to the cap not being on. The doctor mentioned something about it having to do with the patient getting a uti. She had an upcoming meeting with the physician and wanted some information because she is concerned that the doctor is not being honest and may have something wrong. She also wanted a picture of the product and wanted to speak with a clinical person.

Manufacturer narrative:
(B)(4) . Sample will not be returned for evaluation.